Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 16-feb-2023. The device evaluation was completed on 02-mar-2023. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of hemostatic valve separation issue was also assessed as MDR reportable. The awareness date is 02-mar-2023. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record (DHR) evaluation was performed for the finished device (B)(6)number, and no internal actions related to the reported complaint condition were identified. Based on DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. It could be related to the hemostatic valve separation found. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a hemostatic valve leak issue occurred. After the customer prepared the sheath correctly, and inserted the sheath into the patient, it was noticed that the valve at the end of the sheath was not working correctly, and that blood was leaking out. The sheath was removed, and it was replaced with another sheath and the issue was resolved. There was no harm caused to the patient and they were able to continue with the procedure. The sheath was used on the patient. Air did not enter the patient¿s body. Very minimal blood was lost, approximately 3-4mls volume of blood was lost. The hemostatic valve leak issue is MDR reportable.